Event description:
A report was received that after revision procedure, the patient was having difficulty charging the ipg and remote control would show communication failed. Database analysis revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements revealed high values on port c (5 contacts). The ipg appears to be working as expected. It was reported that electrocautery was used during the implant, the ipg issues may stem from this. The battery depletion appears to be caused by the electrocautery used during the implant and not the high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(6)).

Manufacturer narrative:
Device evaluation indicated that the device exhibited normal characteristics prior to the procedure. However, after implant procedure the device exhibited extreme battery depletion 625.29 mv, and excessive sleep current. High thermal was detected on u3_asic. The device was affected during the implant procedure.

Event description:
A report was received that after revision procedure the patient was having difficulty charging the ipg and remote control would show communication failed. Database analysis revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements revealed high values on port c (5 contacts). The ipg appears to be working as expected. It was reported that electrocautery was used during the implant, the ipg issues may stem from this. The battery depletion appears to be caused by the electrocautery used during the implant and not the high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880 04).